Manufacturer narrative:
Hs insulin gauge fill estimate was not verified. Battery and occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin. Customer's blood glucose was 534 mg/dl. Customer administered a manual injection to address bg. Customer's blood glucose dropped to 462 mg/dl. Additionally, it was reported that the insulin gauge was inaccurate, the pump battery was depleting quickly. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.